Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During a review of the device history at the user facility multiple s233 (overtemperture-psc) malfunction alarm codes which indicates the device is overheating were noted. The probable cause was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During a review of the device history at the user facility, multiple s233 (overtemperature-psc) malfunction alarm codes were noted. The device was returned to the biomedical department with a note that stated, "malfunction." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported delays of critical therapies while the device was in clinical use. No additional information was provided.